Event description:
The complaint as reported on maude database: "trend of condensation build up has been observed in neptune heaters". No patient involvement reported.

Manufacturer narrative:
(B)(4). MDR report key/report number 10918804. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn# (B)(4). MDR report key/report number (B)(4).

Event description:
The complaint as reported on maude database: "trend of condensation build up has been observed in neptune heaters". No patient involvement reported.